Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab the device passed the homechoice rite functional test and the homechoice rite electrical test. The reported issue of a spark came out of the outlet the homechoice (hc) was plugged into was neither confirmed nor duplicated. External inspection revealed the upper housing to the device is damaged and is not related to the reported issue. The assignable cause of the reported issue a spark came out of the outlet the homechoice (hc) was plugged into was undetermined. The assignable cause of the additional difficulty of damaged upper housing was determined to be physical damaged. The device was found to be electrically sound. Pal recommends to scrap the cover housing. Baxter has found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with seeing a spark come out of the outlet the homechoice (hc) was plugged into. The patient stated the hc would not turn on. (B)(4) asked the patient if there were any defects in the power cord and the patient said no. (B)(4) advised the patient the hc would need to be swapped. (B)(4) also advised the patient would need to use manual supplies for the night. No injury or medical intervention was reported.